Event description:
Venous air alarms occurred during a routine hemodialysis treatment. The operator did not follow the correct steps for air removal. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the circuit. No problem found during evaluation of the nxstage system one cycler. The cycler was operating within the required specifications. The blood loss is attributed to the operator not following the correct steps for air removal. The user's guide provides adequate instructions for alarm recovery and performing rinseback. Nxstage medical considers this report closed. No additional information will be provided.